Manufacturer narrative:
Unit received pump error 39 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor due to the pump error 39. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 39 on 09/22/2025 19:39:00.000, 09/22/2025 19:42:13.000, 09/22/2025 20:54:19.000, 09/22/2025 22:06:16. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Motor failed the motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, pump error 39 during rewind and in the trace/history files confirmed due to motor defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39(motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was partially performed. Customer was able to clear the alarm however was not able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1805 was requested and customer response was the device will be returned.